Manufacturer narrative:
The 510 (k) # is k062195. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging an error 2 message and then an error 1 message on her one touch ultra meter. The patient first noticed the alleged error message on (B)(6) 2011 at around 6:00pm. Approximately 3-4 minutes later, the patient developed symptoms of feeling weak and was sweaty. The patient self-treated with more food/drink and did not seek any further medical attention or contact their physician for assistance. This was not the first time the product was being used and the alleged issue was not resolved over the phone. The meter was replaced. The complaint is being reported since the patient alleged that due to the error message, she developed symptoms suggestive of a serious injury and self-treated with food/drink.